Event description:
Dimensional discrepancy. Press fit femoral component was very loose, oversized by approximately 4mm in the ap. Prosthesis had to be cemented on to the femur.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (dimensional discrepancy) and product code (mbh).